Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016 due to a diabetes related heart attack. The caller stated that the cause of death was heart and kidney failure. The customer had a stroke in the past. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected ten days prior to death, due to heart attack. The customer was not using sensors. The caller stated that at this time they do not want to return the insulin pump for analysis. When they make a decision to return they will call back. The caller requested not to be contacted regarding pump return.